Event description:
Customer stated "the cord heated and melted." The product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that a small animal had been chewing on the customers cord. Also, around the area of the chew marks there was a sticky tape residue, as if the customer had tried to fix the cord. There is no evidence of cord burning or melting. Customer did not claim any injury based on the bce review of feedbacks, bce did not observe a similar issue within the lot.